Event description:
It was reported that the right ventricular intrinsic amplitude had decreased from approximately 25 mv to 3 mv. The rv lead was explanted and replaced, and no additional adverse patient effects were reported. The lead is not expected to be returned for analysis.